Manufacturer narrative:
(B)(6).

Event description:
It was reported that after t1 deployed, the t2 would not deploy when the knob was depressed. It was detected during procedure. No patient injury. 5 minutes delay was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
One fast-fix 360 curved needle delivery systems was returned for evaluation. Only the insertion device was returned no suture or ts. The needle is bent on two planes. The device was functionally tested for proper actuator advancement and cycling and was found to function. No root cause related to the manufacture of the device can be established.